Manufacturer narrative:
(B)(4). A visual and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. No functional inspection can be performed since the device sample is not available for evaluation. However as an additional test, oxygen entrainment testing (tp-0041) was performed to 30 subassembly (p/n: 12161) production samples that were taken randomly from adaptors assembly line. These components are part of product 30228 batch 74l1501323. The component p/n mp-0321 is part of subassembly 12161 and is related to this customer complaint. During the testing no issues or discrepancies were found than can lead to the condition reported by the customer. Based on the batch number provided by the customer, the finished good number is (B)(4). The device history record of the product (B)(4) batch number 74c1503064 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Other remarks: customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. However, based on complaint trend due to similar issues, a CAPA file #(B)(4) was opened to perform a further investigation this issue. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Additionally, the personnel of the assembly line were notified.

Event description:
The customer alleges that the adaptor does not fit properly to the flowmeter. It is difficult to screw onto the flowmeter.